Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicated. The customer informed that the stations were not on critical override, so they were unable to remove medications from the stations. The customer also mentioned that the nurses were not able to log into the stations as well. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicated. The customer informed that the stations were not on critical override, so they were unable to remove medications from the stations. The customer also mentioned that the nurses were not able to log into the stations as well. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server system was not communicating and was not on critical override. A technical support specialist found station was not communicating and device server had memory issues, deleted 6000 files from spooler directory, restarted server and confirmed that the stations were communicating to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.